Event description:
It was reported that there were episodes of noise and oversensing on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. Visual and x-ray examinations did not reveal any anomalies on the distal portion of the lead that could cause the reported event. Electrical tests did not reveal discontinuities or shorts on any conduction paths.